Event description:
Reporter reports back to back testing on the same meter while using the compact plus system with results of 326mg/dl and 81mg/dl. L1 control was out of range. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.